Event description:
The customer stated her meter was reading low compared to her dr's meter. Upon troubleshooting, it was discovered the meter was set in mmol/l. The customer did not allege any adverse events due to the mmol/l readings. The customer was able to reset the meter to mg/dl with assistance, and no product will be returned.